Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified that the screw head is the only portion of the screw remaining, as the screw fractured downward from this portion. The base of the drive feature was likewise fractured out. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for an unknown period of time prior to fracture. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA /hhe/d/ie/product holds for the reported product. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or product (iunihg). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4).

Event description:
It was reported a screw (iunihg) fractured inside the implant. Fractured pieces of the screw were removed. However, additional surgical procedure is required to removed excess tissue growth over the implant.